Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced high blood glucose of over 600mg/dl. In addition, the customer had found the infusion set had detached at the quick release. The customer treated by changing the set and with a bolus. The customer declined troubleshooting for high blood glucose.